Event description:
The rptr received mail-order prescriptions for tegretol xr tablets, both 100 mg and 200 mg. They were dispensed. The rptr didn't actually open the vials until nineteen days later when previous supply was nearly finished. Noticed both vials had an unpleasant odor like cigarette smoke. The vial containing the 200 mg tables had a stronger odor. Normally, in the past, there was no odor to the tablets. Pt did consume some of the tablets and states they left a nasty taste in their mouth. Pt called the pharmacy to inquire about the problem. The pharmacist informed them that the source of the odor was the plastic prescription vials. Pt was also advised that pharmacy staff found that if exposed to higher temps, the smell became more prominent. The rptr states the 200mg tables were in a vial that had "tsd" and 120 cc" on the bottom. The 100mg tablets' vial had "tsd" and "75 cc" on the bottom.